Event description:
The customer contacted physio-control to report that their device lcd screen is blank and unit cannot be used. In this state critical controls will not be labeled and the user may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined a damage to the lcd display was the cause of the reported issue. The device was destructively test. The customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device lcd screen is blank and unit cannot be used. In this state critical controls will not be labeled and the user may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.